Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A closurefast rfa catheter was intended to be used. It was reported the guidewire could not be inserted. Another catheter was used successfully. No patient injury. When the device was returned it was noted that the device was detached.

Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/coil. The guidewire used in the procedure was stuck in the device upon return. The heating element/ coil was fully detached from the catheter shaft from approx. 9.0 cm to 18.7 cm an in-house 0.025¿ guidewire could not be attempted to be inserted into the catheter. The procedural guidewire was stuck within the catheter and any attempt to remove it met with a large amount of resistance. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas (photo 12). All pins were visually inspected to be straight visual inspection of the returned catheter revealed two kinks along the shaft; the kinks were observed at approx. 28.4 cm 28.6 cm from the distal tip of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.